Manufacturer narrative:
For the event, the investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Questionable low elecsys ft3 iii results were generated by a cobas e 411 immunoassay analyzer. The events involved a total of 2 patients.